Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not boot up properly, with the error message "table movement partially available". Analysis of the log file showed an application error: amc drive interface failure. Upon troubleshooting, the fse identified a potential 24v power supply issue, noting that the amc was not communicating with the ipc. The fse found partial table movement and a free-floating table, indicating a power supply problem preventing proper system boot-up. Initially, the fse replaced the 24v power supply and the m cabinet's fru spare fuse box, but the fuse blew again during boot-up. To resolve the issue, the fse replaced the table's 24vdc power supply (sap2) and the fuse. The defective 24v power supply was returned to philips for failure analysis, and the results confirmed that the cause of the failure was found to be an electrical defect. The power indicator failed to illuminate during testing, and no output power was detected across a 22-30v input range. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. No harm was reported to philips. Philips has started an investigation of this compliant.